Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed. The reported problem (charger not functioning) was confirmed. Upon investigation, the charger was unable to resetting. The failure was isolated to an internally open y1 crystal oscillator. The root cause of the open y1 crystal oscillator was unable to be positively identified. No adverse events occurred due to the defective charger.

Event description:
A us distributor reported that a patient's battery charger was not functioning.